Event description:
It was reported that the left message with desk for nurse to call back at since they could not come to the phone. Nurse noted they have received multiple alerts, and the arctic sun device did not seem to be regulating the patient temperature (pt). Event log shows multiple alert 113 reduced water temperature control. Patient temperature (pt) was 34.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.9c, water flow rate (wfr) was 1.2 l per m. System diagnostics showed that the outlet monitor temperature (t1) was 27c, outlet control temperature (t2) was 26.9c, inlet temperature (t3) was 26.8c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 1.2 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 3730.4 and pump hours were 3148.5. Advised swapping out to alternate device and sending this one to biomed labeled 113 not cooling. Per follow up information received via phone on 28apr2026, spoke with biomed who confirmed a faulty mixing pump. They would be ordering one this week to repair onsite. No further information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.